Manufacturer narrative:
The field service engineer (fse) found that the sample probe was dirty. The fse cleaned the ise module, replaced the sipper and vacuum nozzles, replaced the squeeze tube, adjusted the sample probe, and performed ise checks, calibration, and qc successfully. The investigation found that the root cause of the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 2 patient samples on a cobas pure c 303 analytical unit. The customer was prompted to repeat the samples as they did not match the patients' previous results. On (B)(6) 2025, sample 1 had an initial result of 156.4 mmol/l. The repeat result was 149.1 mmol/l. On (B)(6) 2025, sample 2 had an initial result of 155 mmol/l. The repeat result was 141.6 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.